Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04307. It was reported the pt had received a burn on her buttocks from the charging system while charging the ipg. The pt received a replacement charging system.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.